Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported that thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted in the laa of the patient. The patient was put on clopidogrel and aspirin for a year since the patient has a stent. During a follow up transesophageal echocardiogram (tee), a non-mobile thrombus was noted on the closure device. It was suspected the closure device moved a little proximal, but it was not confirmed. There was no leak noted with the closure device.